Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels (350 mg/dl). Reportedly, the customer's personal profile settings needed to be adjusted. Reportedly, the customer was using settings for when they were on a vegan diet, and is no longer vegan. Customer delivered a correction bolus to stabilize blood glucose levels.